Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection at the implantable neurostimulator (ins). The symptoms included a fever, redness, swelling, and incisional wound opening. It was confirmed that it was a (B)(6) infection. They were treated with oral antibiotics and the ins was replaced, but the leads were left in. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.